Manufacturer narrative:
The subject device will not be returned to olympus medical systems corp. (Omsc), since the device was scrapped by the customer. Since the manufacturing lot number was unknown, omsc reviewed the manufacturing records for the past six month from the date of event, with no abnormalities related to the phenomenon. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard, and then the probe of the device is cracked and broken when the probe received a load. The instruction manual of the subject device already states the cautions regarding the event.

Event description:
The subject device was used during a colorectal tumour resection. It was reported that the ultrasonic probe broken and fell off inside the patient body and was retrieved from the patient body. The procedure was completed using a similar device. There was no patient injury reported.